Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.

Event description:
Per the customer when doctor went to put tibial tracker for a total knee replacement surgery, the pin broke as it was being drilled into the tibia. The pin broke at the base of the threaded area inside the patient's tibia. After completing the surgery, doctor had us bring in a c-arm, and he was able to get the threaded portion of the pin out of the patient's tibia. The doctor had to retrieve the pin with an extra, small incision. He then packed the small hole in the patient's tibia with bone putty. The procedure was completed successfully without a clinically significant delay; no adverse consequences were reported.

Event description:
Per the customer when doctor went to put tibial tracker for a total knee replacement surgery, the pin broke as it was being drilled into the tibia. The pin broke at the base of the threaded area inside the patient's tibia. After completing the surgery, doctor had us bring in a c-arm, and he was able to get the threaded portion of the pin out of the patient's tibia. The doctor had to retrieve the pin with an extra, small incision. He then packed the small hole in the patient's tibia with bone putty. The procedure was completed successfully without a clinically significant delay; no adverse consequences were reported.